Event description:
Mechanical thrombectomy. During the procedure, it was reported that the solitaire fr detached after being retrieved on the first pass. It was noted that the detachment did not occur on the initial pull, but occurred when the device reached a tortuous bend. The solitaire fr was successfully retrieved with a snare. It was reported that the patient had a stroke and condition did not improve.

Manufacturer narrative:
The device was returned for evaluation and the stent was found separated from the pushwire. Analysis of the cross section at the break point showed the failure of the pushwire likely occurred due to fatigue.stent separation.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).